Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed both an eoe and eod error code message on the heater cooler. The user concluded the procedure by shutting the system down and then turning it on and off a couple of times. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.